Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was hospitalized for low blood glucose. Blood glucose reading was 40 mg/dl. Customers current blood glucose was 222 mg/dl customer did alleged that the insulin pump was under delivering. The customer was treated with the insulin injection at the hospital. Date of hospitalization on (B)(6) 2022. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. No over delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There was no bolus delivery noted on the event date in the formatted history file. However there was a 7.0 unit bolus programmed on (B)(6) 2022 16:40:04.000 normalbolusprogrammed. Bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 7 bolusamountdelivered = 7 per r&d engineer, freger, mark <mark.freger@medtronic.com>, (email) the normalbolusprogrammed history event points to the bolus sourceid = device 2 that, as per sourceidconfiguration, was bg meter. The detailed traces confirm that bolus was sent from the bg meter. Conclusion: pump delivered 7u of normal bolus that was remotely programmed and sent from the linked bg meter. The pump behaved as expected. The pump passed the functional testing. Unable to confirm alleged low bg's. The customer alleged possible over delivery anomaly was not confirmed. The alleged unexpected 7.0 unit bolus was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.